Manufacturer narrative:
The reported event of a sticking trigger was confirmed, but no run-on was observed. The sticky trigger resulted from the presence of corrosion and/or accumulation of grit between trigger/safety switch components and handle. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.